Event description:
It was reported that the atrial lead exhibited a sensing anomaly and possible noise. No further action was taken and the lead remained implanted. The patient was stable and in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.